Event description:
It was reported that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump was noted to have its programmed settings were "messed up" by the nurse. Subsequently, the pump was reprogrammed by the physician and is now reported to be working without problem. There was no reported adverse patient effects.